Event description:
The patient reported her blood glucose levels have been rising as high as 400 mg/dl. She stated that when this happens she does not "feel well". She stated that she responds to this by changing the infusion set, cartridge, and/or adapter and the issue resolves itself. She also stated that she sometimes forgets to bolus when she should or forgets to bolus at all. She called for suggestions to keep this from happening. During troubleshooting, it appeared that the patient was using the infusion sets as directed and that the pump was working properly. The patient stated that sometimes the cannula is bent and insulin leaks out of the infusion site beneath the head set adhesive due to scar tissue. Patient stated she has begun using a sterile dressing adhesive. Upon follow-up, the patient stated everything was fine and there were no further issues. Patient was educated on rotating her infusion sites and advised to contact her physician about alternative sites. Product was not available for return. The patient was sent a replacement for lost product. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.